Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red62 reperfusion catheter (red62). During the procedure, while attempting to make the second pass, the red62 fractured. Therefore, the red62 was removed. No additional information was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red62 reperfusion catheter (red62). During the procedure, while attempting to make the second pass, the red62 damaged. Therefore, the red62 was removed. No additional information was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report: section b. Box 5. Describe event or problem. Evaluation of the returned red62 revealed a kink in the proximal shaft. This is likely the reported break. This type of damage typically occurs if the device is advanced against resistance during use. Based on the reported event, the root cause could not be determined. Further evaluation revealed an ovalization in the distal end. This damage was incidental to the complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.